Event description:
Spontaneous. Pt reporting that 2 cassettes from lot number 4235231 would not read on pumps; one event occurred today (B)(6)2022 and the other event occurred sometime last week (exact date unknown). Pt was able to mix and attach new cassettes on both occasions and successfully resume infusion. Pharmacy is replacing cassettes. No further info, details or dates provided. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.